Event description:
It was reported that the surgeon inserted the at2mini screw (at2-m22-s:531882). The driver tip was allegedly broken. The surgeon was not able to remove the broken piece. It was reported that it was left in the patient body. There was no reported delay or adverse effects to the patient.

Manufacturer narrative:
A visual examination under magnification of the returned 2.0mm cannulated quick release driver tip was performed. The returned driver tip was confirmed to have batch number reported. The tip of the driver was broken and was not returned. An acumed product complaint form was returned along with the broken part, including magnified images of the driver tip. The broken driver measured 4.408" long indicating that the fracture occurred approximately 0.092" inches from the end of the driver. The fractured surface appearing mostly flat. Driver tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as a sudden application of an off-axis bending, encountering dense bone, improper drill guide size, and improper surgical technique. No definitive conclusion can be made. Two reports are associated with this event. The submission numbers are as follows (including this one): 3025141-2025-00439.